Manufacturer narrative:
Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received dry; no other significant deformations or damage was detected. In addition we performed a measurement of the parallel plane. The measurements detected a deformation, -0.0545 mm. The progav measured outside the permissible tolerance. Permeability test- this test has shown that the valve was permeable. Adjustment test - the valve was adjustable to all settings. Braking force and brake function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer-controlled test - to investigate the claim of over-drainage, the opening pressure is measured using a testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve was shown to operate within acceptable tolerances. Results - it should be noted that the shunt system was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. After the tests, we have dismantled the valve. Inside, we found slight build-up of substances (likely protein). Based on our investigations, we are unable to substantiate the claim of occlusion of over-drainage. At the time of our investigation, the valve was shown to be permeable and met specifications for opening pressure. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section - patient data: height 90 cm, exact weight 10,4 kg. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the shunt system. A patient was implanted with a shunt system on (B)(6) 2019. Postoperatively, there was over-drainage and blockage was suspected. The system was removed on (B)(6) 2019 due to the malfunction. Associated medwatches: 3004721439-2019-00105. 3004721439-2019-00106 (this report - progav).